Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that patient has cancer. The patient¿s pump was empty. The hcp did not have access to a programmer. The patient was described as living in a group home. The hcp was notified by the person who runs the group that the patient¿s pump was empty. The reporter (hcp) indicated that the patient was new to their area, new to them, and their first appointment with the patient was next tuesday ((B)(6) 2018). The patient was weak and had nausea. It was noted that an alternate physician was going to be the patient¿s new primary care physician and that he may outsource the patient to a local pain clinic. The phone number of the patient¿s managing physician in west virginia was provided. The hcp was going to call the patient¿s primary care provider and was going to have the patient brought to the hospital to manage any withdrawal symptoms the patient may have. Options for filling the pump were discussed. The hcp indicated that they do not manage pumps but would talk to the physician about how they want to proceed. No further patient complications have been reported as a result of this event.